Event description:
The customer's spouse called to report the customer passed away. The customer was wearing the pump at the time of death. The doctor's nurse was contacted and stated that the customer passed away at their home. Also the nurse indicated that the pump couldn't rule out as a factor. It was indicated that based on pt's history the doctor doubts it was pump related. The customer has always been a brittle diabetic and their bgs have frequently been high.